Event description:
It was reported that there was a warning observed on the right atrial (ra) lead. The lead warning caused a polarity switch. There was low pacing impedance on the ra lead and the patient was experiencing some pocket stimulation. They were not getting good sensing. Bipolar did not sense. Unipolar did sense but also produced pocket stimulation. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).